Event description:
After the successful puncture of the indwelling needle, there was leakage at the connection between the inner core of the indwelling needle and the tee extension tube, and the replacement of the tee was still leaking, and it was found that there was a quality problem in the inner core joint of the indwelling needle.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Leakage: as current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. Needle defect ¿ other: as current control, there is an outgoing and hourly in-process visual inspection in place to check for cannula and catheter damage. As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
It was reported that bd insyte gn 18ga x 1.16in leaked after the successful puncture of the indwelling needle, there was leakage at the connection between the inner core of the indwelling needle and the tee extension tube, and the replacement of the tee was still leaking, and it was found that there was a quality problem in the inner core joint of the indwelling needle